Event description:
Approximately three and a half years after the implantation, the patient reported hearing "a lot" of loud controller alarms. A preliminary review of the log files by the site revealed pump stops and critical battery alarms. They further reported that these alarms occurred at any time during the day. The devices were replaced with no reported injury. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00033 and 034) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Seven batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of (B)(4) revealed that the devices meet specifications; the batteries passed visual inspection and functional testing. (B)(4) failed to meet specifications. (B)(4) failed functional testing due to a faulty internal cell pair, which likely contributed to the critical battery alarm. Heartware has opened an internal investigation to evaluate these types of issues. (B)(4) failed functional testing due to a faulty internal component which rendered the battery inoperable. The faulty electrical component in (B)(4) is most likely related to the reported no power/not charging event. The most likely root cause of the reported critical battery alarm is a faulty internal cell pair. The reported pump stop/ controller loss of power could not be confirmed during log file analysis as the alarm files did not cover the reported event date. Previous controller losses of power were logged; however, the cause is unknown. A possible cause is a double disconnection of both power sources. The reported battery no power event is most likely due to a faulty internal component that rendered the battery inoperable. There are no known clinical or user related factors that could have contributed to this event. This is report one of two reports (3007042319-2014-00033 and 00034) submitted for devices related to the same event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.